Event description:
Customer reported a failure of battery dischares below alarm threshold 10. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during paitednt infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming provided.